Manufacturer narrative:
Concomitant medical products- concomitant medical products and therapy dates: model: 3660, scs ipg, implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a netherlands patient. It was reported the patient has been receiving inadequate coverage. In turn, an additional lead was implanted on (B)(6) 2018.